Event description:
It was reported that during service and repair pre-testing, it was observed that the tool coupling will not lock burrs or gauges on the attachment device. It was further reported that etch was hard to read on the device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to foreign materials lodged in the device from improper cleaning methods. The assignable root cause was determined to be component wear due to improper cleaning, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.